Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon (B)(4). Is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd.(B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a laser assisted cataract extraction with intraocular lens implant (iol) the patient experienced a capsulotomy tear. Additional information has been requested.

Manufacturer narrative:
The previous report submitted for this event contained an error, in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There is no evidence indicating, that the integrity of the posterior capsule was compromised by the performance of the system. The company service representative examined the system and verified the energy. The system was working as intended. The system was then tested, and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).